Event description:
The reporter stated that the set did not infuse during administration of d5 and 1/4 normal saline with 10 meq kcl/l. The tubing and pump had been used approx 48 hours. At 20:00 the rn noted that the drip chamber was full of fluid. She found the vent open and the roller clamp tightly closed. At 21:00, the fluid level remained unchanged. The peripheral intravenous access remained patent. There was no change in pt status.